Event description:
It was reported that the arctic sun device potentially had low flow issues but did not currently have the device in front of them to verify and the device was due for a 2000-hour service and requested a quote. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun would not cool in decontamination until a test mixing pump was installed. The outer shell with louvers was missing a chiller frame alignment stud. Tank seals were lifted from tank. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The device would not cool in decon until a test mixing pump was installed. Serviced mixing pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.